Event description:
The customer contact reported that there was an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, the pump was programmed to deliver 25,000 units of hperain in 250ml at a rate of 250ml instead of the intended rate of 15ml/hr. At approx 1930, the nurse was called to the pt's room because the pump was alarming that the bag was empty. At this time, the physician was notified and the device was removed from clinical service. A ptt was drawn and the physician ordered that the pt continue to be monitored. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.